Manufacturer narrative:
Weight:unknown: ethinicity:unknown: race:unknown. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7 vticmo 13.7 implantable collamer lens of -17.0/2.0/090 (sphere/cylinder/axis) was implanted as an exchange lens in the patients right eye (od). The lens is still slightly offset downward. Reportedly, the patient is happy with the outcome, therefore the doctor does not consider this as an issue. The lens remains implanted. See MFR # 2023826-2021-00835 for initial lens.